Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent dislodged in the protective sheath, prior to use, however, the dislodged stent was not noted until after the stent delivery system (sds) was being used in the pt. The sds was removed from the pt and a 3.5 x 38 mm rx vision was used to complete the case. No pt effects were reported. No add'l event or pt info is avail.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: qa analysis revealed that the sds was returned with blood visible in the guide wire lumen and on the balloon and the outer member. There was contrast visible in the inflation lumen. The stent implant was returned, but not on the sds. The entire length of the stent implant was smashed. There was no other damage noted to stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The protective sheath was not returned. There were three kinks in the hypotube, 56 cm, 70 cm, and 77 cm distal to the strain relief tubing. There were three kinks in the hypotube, 3mm, 7 mm, and 1.7 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The stent implant outer diameters could not be taken due to the damage. Product performance engineering reviewed the incident info and results of the returned device analysis. It should be noted that the instructions for use recommends: "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the ragiopaque balloon markers. Do not use if any defects are noted". In this instance, the sds was returned with blood in the guide wire lumen, which is consistent with the reported info that the stent was noticed dislodged after the sds was inside the pt. Stent dislodgement outside the body can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The unreturned protective sheath would have aided in the investigation. Ultimately, the root cause of the stent dislodgement is unk. However, there is no indication of a quality issue with this part/lot number combination. The returned stent implant was noted as being smashed the entire length. This damge likely occurred during handling of the stent implant after the stent dislodgement. Similarly, the noted kinks (several) on the hypotube distal to the strain relief tubing and proximal to the guide wire exit notch were not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for eval. These damages do not appear to be related to or have contributed to the reported complaint of stent dislodgement. A review of the manufacturing records did not show any non-conformities reported during manufacturing and a query of the complaint-handling database did not reveal any other complaint for this lot. This MDR is considered closed by the product performance group.